Event description:
It was reported that during normal eri generator change out, loss of ventricular capture was noted. Lead fracture was also noted and was consistent with clavicular crush. The lead was capped and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.